Event description:
A single chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source at the hospital with no information. The defibrillation lead is a competitive product. Further review of the manufacturer's database indicated the patient died approximately eight months post the device system implant.

Event description:
A single chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source at the hospital with no information. The defibrillation lead is a competitive product. Further review of the manufacturer's database indicated the patient died approximately eight months post the device system implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death has been requested and will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death has been requested and will not be received.